Event description:
The customer reported that in a single breast surgery they had two separate 2nd degree burns with two separate pencils. In both cases, they replaced the electrode that comes with the pencil with an e1455 electrode for the procedure. Staff saw arcing at the connection between the pencil and electrode when it was inside the patient cavity. The burn occurred inside the patient cavity. No tissue was excised. A dressing was used to treat the burn. The second report is on MFR report # 1717344-2010-00557.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Covidien clinical personnel contacted the site, discussed the issue, sent several articles related to their issue and made recommendations for possible different electrodes that would be better suited for their environment to prevent the burns from arcing.